Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely due to a drop in estimated longevity from 30 percent to 15 percent over the course of one month. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No data analysis has been completed at this point. The smartpass feature in this device was also noted to have been disabled. Further evaluation is expected at a future date. This device remains in service. No adverse patient effects were reported.